Event description:
The customer reported the system displayed a precharge error. This would prevent the system from completing boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the battery charger. The system operates as intended.